Manufacturer narrative:
Patient date of birth unavailable.

Event description:
On 10 sept 2020, it was reported by the philips representative, who was not present at the procedure, that "the device did not work anymore, the blade could not be activated at a certain point during". On 21 sept 2020, the rep received further information regarding the procedure. A lead extraction procedure commenced to remove three leads: a right ventricular (rv), a left ventricular (lv) and a right atrial (ra) lead due to bacteremia and cied system/pocket infection. The physician started to extract the dual coil rv lead with use of a spectranetics 11f tightrail sub-c rotating dilator sheath, then switched to a 13f tightrail rotating dilator sheath as there seemed to be more tissue down the course of the lead. He came to the entry of the ra and the tightrail became stuck in the tissue. The tightrail device could not be moved forward or backward. The device's handle was reportedly blocked and could not be pulled anymore. After a while, pulling and pushing the tightrail manually, the physician pulled the tightrail out of the patient but the rv lead was torn in the process. The remainder of the rv lead was removed using a needle's eye snare by a femoral approach. There was no reported patient harm. Upon review of this new information, this event became reportable on (B)(6) 2020, since there is the potential for death/serious injury if the event were to recur.